Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 06-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported "around the first of the year 2021" the patient had a return of symptoms and was having leg pain that was getting worse and worse. The doctor determined the catheter had collapsed. It was noted when they went in to replace the catheter, they found that the pump was not working either and there was medication that had calcified in the pocket. The doctor tied off the old catheter and removed the pump since it was not working and implanted a new catheter and pump on the right side. It was reported the patient always had a problem with constipation prior to implant but the doctor thought because the medication was not getting into the pump, hence calcification in the pocket, that could have contributed to the patient¿s constipation issue. When asked dose and concentration, the patient reported "I was at a higher dose of 9.7 something with 50% concentration.¿ replacing the pump and catheter resolved the issue.